Event description:
This prospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("malposition right essure"), genital haemorrhage ("the patient complained about some pain and bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("the patient complained about some pain and bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain had not resolved and the pregnancy with contraceptive device outcome was unknown. The reporter provided no causality assessment for device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device with essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("malposition right essure/ essure implant found in the omentum"), genital haemorrhage ("the patient complained about some pain and bleeding"), pregnancy with contraceptive device ("pregnancy with essure") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("the patient complained about some pain and bleeding"), uterine haemorrhage (seriousness criterion medically significant) and device expulsion ("coils in the fallopian tube noted, mainly in the uterine cavity") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain had not resolved and the pregnancy with contraceptive device, uterine haemorrhage and device expulsion outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device with essure. The reporter considered device expulsion and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: both the fallopian tubes blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: first and second follow up were processed together. Event added: abnormal uterine bleeding, coils in the fallopian tube noted, mainly in the uterine cavity. Event essure implant found in the omentum was clubbed with malposition right essure. Lab data was added. Concomitant condition was added. On 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.